Event description:
It was reported that intermittent bigeminal atrial oversensing was observed after an atrial paced event on a stored egm. The event was stored as a noise episode on the egm. Further monitoring or adjusting the sensitivity was recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.